Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations of increased capture threshold measurements and high, out-of-range pacing impedance measurements (2600 ohms). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased capture threshold measurements and high, out-of-range pacing impedance measurements (2600 ohms). It was alleged that the lead had dislodged and suffered insulation damage due to the patient's twiddler's syndrome. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased capture threshold measurements and high, out-of-range pacing impedance measurements (2600 ohms). It was alleged that the lead had dislodged and suffered insulation damage due to the patient's twiddler's syndrome. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.